Manufacturer narrative:
(B)(4). The lot was manufactured on november 6, 2013 to november 7, 2013. Evaluation summary: the sample was received for evaluation. A visual inspection determined that the reported leak was coming from a partially broken tube that is at the junction of the distal luer post. The cause of the broken tube is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume intermate leaked. This was noticed upon opening of the device¿s packaging. The reporter stated that the styrofoam and box was wet, and the intermate (prefilled with pamidronate 90mg in 250ml sodium chloride) was almost empty. The location of the leak was not identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter international phone number: (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.